Event description:
Device interrogation at office visit revealed that device output current was set to 0ma instead of to prescribed parameter, resulting in loss of therapy to the pt. The pt was last seen by neurologist approx 11 weeks prior. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. User error during previous programming is suspected.